Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -07.00/+1.5/092 (sphere/cylinder/axis), within the same surgery due to excessive vaulting. The problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture on product. Visual inspection found the lens haptic broken and unable to perform dimensional inspection due to the significant lens haptic damage. Claim # (B)(4).